Manufacturer narrative:
The date of the event initially reported indicated - (B)(6) 2016. The date of the event should have indicated (B)(6) 2016.

Manufacturer narrative:
The initial medwatch report indicates 27-oct-2016. The initial medwatch report should indicate 25-oct-2016.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered on with either ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control could not reproduce the reported issue. The device was tested extensively, but no discrepancies were observed. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.